Manufacturer narrative:
Results: a sample was returned for evaluation. The sample was unbroken. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5211932. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the tip of the luer adapter of bd vacutainer® multiple sample luer adapter broke off in the cvc port. No injury or medical intervention.